Event description:
It was reported that the device was used during a laparoscopic colon procedure, there was no function. The case was completed with the same like product. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that device a was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The analysis results found that device b was returned with the blade nicked and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. All information the same for both devices.